Manufacturer narrative:
Analysis confirmed the customer comment of broken connector, both output connectors were noted to be broken. It was additionally noted that the battery drawer was sticking (part of the lower case), the white wire on the liquid crystal display was pinched and the wires were exposed and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial port connector was broken and needed replacement. The epg was returned for service. There was no patient involvement.